Manufacturer narrative:
The reported device was not returned to manufacturer as it remains implanted. Without return of the explanted device, the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic bioprosthetic valve that presents with a severe leak after an unknown implant duration. Intervention to explant the valve is expected. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Device evaluation summary - as received the orifice at the greatest distance of approximately 3mm on all three leaflets at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Small calcification nodules were observed on the host tissue near leaflets 1 and 2. The valve was subsequently tested in pulse duplicator where the central regurgitation was not confirmed. However paravalvular leaks were noted that were within specification. The reported central regurgitation could not be confirmed through device evaluation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information received indicates device was implanted for approximately one (1) year. The device was returned for evaluation.